Manufacturer narrative:
H6: investigation summary: one sample was received for quality investigation. The customer complaint of component damage was verified by visual inspection. Evaluation of the sample received revealed a large cut on the tubing of the infusion set. A device history record review for model 2420-0007 lot number 20116134 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 13nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the issue seen in this complaint could not be fully determined. The probable cause for the tubing to be cut is a possible misalignment during the assembly of the infusion set, or sharp edges of the assembly equipment causing the cut through the tubing. H3 other text : see h10.

Event description:
It was reported a slice was found in the as lvp 20d 2ss cv tubing while setting it up. The following information was provided by the initial reporter: "bd alaris pump infusion set had a slice in the tubbing (in the looped together tubing) nurse caught while setting up lines."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported a slice was found in the as lvp 20d 2ss cv tubing while setting it up. The following information was provided by the initial reporter: "bd alaris pump infusion set had a slice in the tubing (in the looped together tubing) nurse caught while setting up lines."